Event description:
On june 16, 2008 the lay user's/patient's mother contacted the lifescan (lfs) alleging an "error message" with the one touch ultra meter. The medical affairs specialist (mas) was able to correspond with the reporter by telephone on june 30, 2008 and classified the complaint based on the following info received. The lay user/pt tests his blood glucose everyday at 6:30 am and 5:30 pm. He manages his diabetes via insulin novolin 70/30 (the patient's mother does not remember the other medications of the pt). The patient's mother stated that the issue with the subject meter began on thirteen days prior to original date. During that time, the meter was reportedly giving some unknown error messages. After the issue began, the pt reportedly obtained error messages as well as readings on the subject meter. He reportedly continued taking his usual medications. On the day prior to original date, in the afternoon, while visiting his mother, he claimed he "felt shaky, clammy and cold". His mother, who was a nurse, reportedly diagnosed the situation as hypoglycemia and gave him some food to eat. The pt reportedly felt better after he took food. The pt was not tested on any other meter during the symptoms. During the troubleshooting, the customer care advocate (cca) found out that this was not a new product and there was no meter trauma. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.